Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On the same date as the event onset, the patient was treated with meropenem (for five days, dose, route and frequency were not reported) for peritonitis. Six days after the event onset, the patient was treated with sultamicillin tosilate (for three days, dose, route and frequency were not reported) for peritonitis. Seven days after the event onset, the patient received unspecified treatment (dose, route, frequency and duration were not reported) in the intensive care unit for the event. Nine days after the event onset, the patient was treated with flomoxef sodium (for three days, dose, route and frequency were not reported) for peritonitis. Eleven days after the event onset, the patient was treated with levofloxacin (ongoing, dose, route, frequency not reported) for peritonitis. Thirteen days after the event onset, the antibiotic treatment was changed from flomoxef sodium to ceftazidime (dose, route, frequency and duration were not reported) for peritonitis. It was reported that the cloudy effluent was improving. At the time of this report, the peritonitis was ongoing. Pd therapy was ongoing. No additional information is available.